Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that an (B)(6) female patient had a rash. The rash was under all of the electrodes and was red and bumpy. The patient's physician allowed her to wear the device only at night to let her skin heal. Follow-up indicated that the rash was improving.